Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that high pressure alarm messages were recorded in history after starting pump. During analysis, the customer?s reported problem was confirmed. The pump was found to be "double beeping" alarm message while on power up during the investigation. Fluid ingressions were found on pump by chassis base of the occlusion sensors. The "double beep no cassette" issue possibly was caused the fluid ingressions. Service recommended that the downstream occlusion sensor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that during testing a smiths medical cadd legacy 1 pump emitted double beep without cassette. There was no patient involvement in the reported event.